Manufacturer narrative:
Based on the information provided there is only one package that contains an incorrect expiration date. The date is manually selected prior to printing the outer label at the time the product is shipped, therefore no product in inventory is affected. The most likely cause of the incorrect expiration date is due to operator error the correct year was not selected. A follow up report will be submitted if additional information is obtained that adds value to the relevant content of this report.

Event description:
It is reported upon receipt of the product the facility identified one of the two packages they received has an incorrect expiration date on the outer label. The outside label reads (B)(6) 2015 and should read (B)(6) 2019. The expiration date on the inner label is correct. No adverse events were reported as this was identified during incoming inspection.